Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of more than 500mg/dl. Customer treated high blood glucose with 10units of insulin and had blood glucose of 40mg/dl. Customer noticed transmitter¿s pins are bent. Insulin pump will not be return for analysis.